Manufacturer narrative:
Subject device placed successfully; however, complications occurred post procedure. Follow up requests for additional information have not been successful to date. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 95%. Predilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis was 40%. It was reported that "the patient developed cerebral vasospasm on the same day post index procedure." An intracranial cardene infusion was performed in response. "The event resolved with residual effects." The patient was discharged to another facility 18 days post procedure.